Event description:
Health professional reported: ¿explanted band/due to port leakage.¿

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified, nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Health professional has declined to provide add¿l info. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿